Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit due to unresponsive button. No button error alarm during testing. No frozen screen noted during test and time clock advances properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went off. The customer stated that they are having to reset the insulin pump. The customer's blood glucose level was 349 mg/dl. The customer stated that the insulin pump went off. They stated that the insulin pump had battery out limit without changing the battery. Customer reported they were unable to clear the alarm. The customer reported that the time on the insulin pump advanced. The insulin pump will be returned for analysis.